Event description:
It was reported that the customer experienced high blood glucose the night before. The mother contacted the emergency room, and the doctor on duty advised her to change the infusion set and not to bring the child in. The first blood glucose reading was 309mg/dl and he was given a bolus of 2.0 units; then his glucose level increased to 367mg/dl. The mother believes that the infusion set was coming out. The caller also mentioned that her son had low blood glucose during school, and the nurse advised her to drop the basal rates. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a manual prime and the insulin did exit. Reviewed the alarm history and found alarms, but the mother was not sure how to read the alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.